Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no serial numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the serial number is not available.

Event description:
The sales rep reported during a shoulder procedure, the customer's fms burr disengaged from the tornado micro hand piece and caused his hand to slip creating a hole in the rotator cuff. He completed the surgery by immediately switching back to the s&n shaver he normally uses, and repaired the small hole by doing a single stitch usina #2 orthocord. This caused around a 15 minute delay in the case. Additional information received via email from the sales rep on 1-27-2017. No it was not the upgraded hand piece. The scrub tech even pulled on the shaver blade to ensure it was engaged.